Event description:
Affiliate reported that after the patient had been turned and had their bed made the hospital found the patients icp could not be measured. Upon further inspection from the hospital staff it appeared that the wire was exposed in one area and melted in another area. Please note that the alert date as well as the event date may be in accurate. More information is expected and will be reported in the follow up report.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.